Event description:
Blood leaked from a bd nexiva catheter at the junction of the stabilization platform's triangular tip and needle shield immediately after successful vein cannulation. The catheter was removed and two more attempts were required to successfully cannulate a vein. Diagnosis or reason for use: venous access for IV fluids.